Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were reviewed and indicate poor anatomy condition, very low access positioned in the lower third of the femoral head, and a bleed coming from branch vessel at the profunda. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed in the right common femoral artery for closure. Arteriotomy was 7.9-8.5mm with 20% calcification; deployment depth measurement 3.5 + 1. Post-angio indicated hemostasis; however, when the guidewire was removed, bleeding was present at the access. An angio indicated extravasation from a vessel near the manta site. An unsuccessful balloon was applied to tamponade the bleeding. It was noted an accessory artery coming off the femoral artery as having a positive bleed and the bleeding was not from the manta site. A covered stent was deployed covering the manta, however, the bleeding continued. The bleeding was also noted to be coming from a collateral artery distally off the femoral artery. A second covered stent was deployed more distally. An angio revealed extravasation coming from the collateral vessel. Femoral compression system was applied for two hours. Oozing was still present at the access site. Hemostasis was achieved after several hours; no surgery was required. The risk of failing to achieve hemostasis and access site complications leading to bleeding or surgical intervention have been identified as adverse events related to the deployment of vascular closure devices in the IFU. The root cause of the extended time to hemostasis requiring covered stents is likely due to a dissection. Dissections are a common large bore procedural complication. In this case, it is likely to have occurred during the index procedure; due to the manta achieving hemostasis immediately and post-angiograms indicated bleeding coming from multiple accessory arteries and not from the manta site. The IFU confirms to list precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: right fa access via u/s calcium 20% noted in fa at distal end of femoral head. Vessel 90% clear mid femoral head. Access with micro, then 6fr sheath. Sheath removed and manta depth indicator used and noted depth of 3.5 + 1. Valve sheath inserted with ease. Valve deployed . Sheath exchanged for manta 18fr. Sheath. Act was 205 and 30% of protamine given. Bp was 118/80. Manta device deployed and noted hemostasis on dsa. As soon as the guidewire was removed, bleeding noted from fa. Another dsa run showed extravasation from the vessel near the manta deployment. Md used 8fr balloon to tamponade bleeding. No success. Noted an accessory artery coming off the fa with positive bleeding, not from manta site. Md still used covered stent in fa, covering manta. Bleeding still noted after covered stent. Bleeding also notes coming from accessory/collateral artery coming off distal fa. Second covered stent used to cover further distal and deployed. Fa still looks good, but bleeding still occurring from access site. Dsa still shows extravasation, which appears to be coming from said accessory/collateral vessel. Femstop applied and ordered for non-occlusive pressure for 2 hours. Hemostasis obtained after several hours. No surgery required.